Manufacturer narrative:
Additional information was received that the patient¿s vision issues and difficulty walking were not device related. It was reported that there was none any continuing medical intervention for this issue. It was noted that the location of seroma was unknown and physician believed that the patient¿s pain was due to osteoporosis and will be doing a pain pump trial.

Event description:
A report was received that the patient had visual disturbances and had difficulty walking. It was unknown if these were related to the device or the implant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had visual disturbances and had difficulty walking. It was unknown if these were related to the device or the implant procedure.